Event description:
It was reported pt complains of minor pain in joint area and more pronounced pain in trochanter area. Pt has noticed lack of strength and his surgeon has had an MRI and blood work. He has elevated cobalt levels. The MRI shows some irregularities. Pt will f/u with surgeon.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.